Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia for most of the day while using ilet with a steel cannula infusion set and dexcom g7, with a highest blood glucose of 440 mg/dl; the user changed the infusion set and later reverted to backup therapy per clinician guidance, with no observed set damage and no professional medical intervention or ketone testing. Symptoms included stomach ache and fatigue. Outcomes included no need for assistance, no emergency care, and no hospitalization. Investigation included troubleshooting and education by support staff and clinician. Investigation of this case revealed an unclear cause of hyperglycemia, with no confirmed device or infusion set malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.